Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image with a question mark. Customer stated that her son was sleeping and when he woke up the insulin pump was off. Customer stated that they tried to turn on insulin pump and they changed the battery but nothing seemed to work. Customer also stated that the insulin pump turned on but it showed image critical pump error and open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis